Event description:
The patient's neurologist reported that the patient's seizures had worsened and the patient experienced chest tightness / pain. It was reported that the vns stimulation was the cause of the adverse events and that there were no known external factors contributing to the patient's reported adverse events. It was reported that the patient was unable to tolerate the vns stimulation which led to the device output currents being disabled. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.